Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available." H2 correction. H6 investigation findings - correction.

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced loss of consciousness due to the inaccuracy and when a fingerstick was taken the blood glucose reading was 1.1 mmol/l, no cgm reading was reported. The patient was brought to the hospital with an ambulance. The patient was treated with intravenous dextrose 24mg. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.